Event description:
The patient reportedly experiences intermittent pain with her implant use. Programming changes were made, this did not resolve the issue. Testing showed that the patient's device is functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.